Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display issue. It was reported that there was a "pressure spot" on the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during investigation, the pump was powered on and the complaint of a "pressure spot" on the display screen was not observed. Unrelated to the complaint, investigation revealed the display was dim, fading and discolored and difficult to read. Also unrelated to the complaint, investigation revealed multiple cracks in the pup case; between the case seal and keypad cover and between the corner of display lens and case seal. In addition, the audio bolus button was unresponsive during investigation. No damage observed to the audio bolus button cover. The audio bolus button cover was removed and moisture contamination was found under button cover and button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.